Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Event description:
The consumer reported that she accidently ingested the reagent solution from the binaxnow covid-19 antigen card test kit on (B)(6) 2021. The consumer rinsed her mouth out with water. The consumer called technical services (ts) for guidance on the accidental ingestion concern. Ts conferenced in a poison & drug center representative to provide medical advice to the consumer. Ts emailed a copy of the reagent safety data sheet prior to dropping off the call due to privacy reasons. The consumer confirmed that she was not experiencing any further adverse health effects.

Manufacturer narrative:
This supplemental report is being submitted to provide investigation conclusion. Technical services attempted to reach out to the customer to see if they required any additional medical attention but were unsuccessful. According to the package insert in195000 v. 3.0: precautions: the extraction reagent packaged in this kit contains saline, detergents and preservatives that will inactivate cells and virus particles. Samples eluted in this solution are not suitable for culture. The product will continue to be monitored and tracked.